Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The pump passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm noted then power error alarm was triggered and noted in the download formatted history file, and the power management graph was abnormal due to a connector resistance issue. After disconnecting and reconnecting the connector at, the pump was monitored and functioned properly. Then the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.